Event description:
Customer called to complain that the standard strip test was out of range. It read 161 with a range of 79-105. The device was replaced and the defective one was returned for investigation.